Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, a minimum fill notification occurred while the cartridge was filled with 200 units of insulin. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 178mg/dl.